Manufacturer narrative:
The insulin pump was received with cracked case display window corner and broken belt clip slot. The device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage. The customer stated that the device is cracked above the up button. The customer also reported experiencing high blood glucose of 446 mg/dl; she treated but the details were not provided. The customer declined troubleshooting for high blood glucose. She called back the next day and reported having high blood glucose of 470 mg/dl, which she treated with manual injection. The device was returned for analysis.